Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary procedure was completed by using the wired footswitch. The philips field service engineer (fse) went onsite and observed that the wi-fi (led) indicator on the wireless footswitch was flashing red, while the battery indicator was green. The customer continued to use existing wireless footswitch and kept a wired footswitch connected to the patient support as a backup as the parts were unable to locate. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips that the wireless footswitch intermittently lost connection with the system. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.